Manufacturer narrative:
The device was evaluated by the customer and an international philips field service engineer (fse). The philips international field service engineer (fse) replaced the power switch overlay. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6).

Event description:
The customer reported a ventilator experienced a alarm light emitting diode (led) failure during a check in the medical engineer (me) room. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.